Event description:
Patient with acute respiratory failure and obstructive sleep apnea had a #8 cuffed shiley tracheotomy tube placed at the level of 3rd tracheal ring. Trach was sutured into correct position and tied with a velcro trach tie. Patient had no complications during the procedure. Five days later, the part of the trach that the inner cannula is attached to broke off. A new #8 shiley trach was placed by ent physician without difficulty. Trach was removed later in the hospitalization and the patient expired from multiple organ failure. Death was unrelated to failure of the medical device.